Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was able to attach to the pump but was very difficult to remove due to the slot on the top of the cap being stripped. A test battery cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).